Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Medical records were provided and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Litigation alleges that patient experienced severe chronic pain and discomfort, inflammation, and limited mobility in the thigh and hip area, as well as the groin. Patient also experienced episodes of grinding and popping. Update: (B)(6) 2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. Records are available for further review. Update rec¿d (B)(6) 2012 ¿ pfs and medical records received. Part/lot was provided. After review of the medical records it was decided to report all implants as none of them could be excluded as the cause of the pain as this was a poly/metal system. The unknown hip system is being changed to a cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.